Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-(B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right asymmetry, and wrinkling mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc--(B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-(B)(4). This event is associated with the (B)(4) clinical trial, participant (B)(6). It was reported that a 46 year old non-hispanic female patient who underwent bilateral breast reconstruction with 750cc mentor memorygel breast implant (mentor glow study gel devices) on (B)(6) 2018 experienced bilateral asymmetry, and wrinkling. As a result, the patient underwent bilateral removal and replacement with gel implants on (B)(6) 2018. The event description has been corrected above per secondary clinician's review of the information available performed on (B)(6) 2022. There was no soft tissue atrophy or wound dehiscence reported for this patient, the initial reports contained this information in error. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On july 10, 2023, mentor became aware that the replacement devices are non-mentor. Hence, please disregard details submitted under manufacturer report number 1645337-2023-08068. After clinical/secondary review of this file performed on july 31, 2023, it was decided to remove patient code anisomastia to more accurately capture the reported event. Reason for device explant and/or reoperation: right wrinkling. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 23, 2023, mentor became aware that patient experienced rupture with the replacement gel device on the left side. No additional information was received for the right side. Please see manufacturer report number 1645337-2023-08068 for details. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).